Event description:
It was reported that the clip stuck and loosened after 7 clips were fired, so the clip could not be closed properly. The device was replaced and the same issue occurred after 4 clips were fired.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73f1800269 was manufactured on 06/12/2018 a total of 288 pieces. Lot was released on 07/19/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with no clip in the first position. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. No clip fired on the first attempt. On the next attempt, a double feed occurred. The sample was disassembled to inspect the internal components. No further damages were observed. The sample was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. The missing clip in the first position of the channel and the double feed that occurred are indications that the clips were out of position in the channel and were stacking on one another. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break but a non-conformance has been opened to further investigate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "failure to function" was confirmed based upon the sample received. One device was returned. The device was received with 3 clips remaining indicating that 12 clips were fired by the end user. Visual examination revealed that a clip was missing from the first position in the channel. Upon functional inspection, no clip fired on the first attempt and a double feed occurred on the following attempt. The clip missing from the first position and the double feed that occurred are indications that the clips were out of position in the channel and stacking on one another. The ratchet ears were found to be broken and was the root cause of the clips becoming out of position. It could not be determined what exactly caused the ratchet ears to break but a non-conformance has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip stuck and loosened after 7 clips were fired, so the clip could not be closed properly. The device was replaced and the same issue occurred after 4 clips were fired.